Event description:
Boston scientific-target was notified thta the spinnaker elite flow directed catheter 1.5 x-l exhibited leakage-extra hole at the distal tip. The device was thrown away at the user facility's by mistake. There were no complications with the patient.